Manufacturer narrative:
Analysis found that the device came in with broken clamshell pawl. However, customer's issue regarding phantom noises and noise at the probe when touching the cable could not be verified. Clamshell pawl was replaced. Wave washer was also replaced due to loose cable clip. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that there was phantom noises during testing of the interface. If the cable was touched, it was creating noise at the probe. There was no patient impact.